Event description:
A user facility clinical manager reported that a blood leak occurred with the combi set bloodlines towards the end of the patient¿s hemodialysis (hd) treatment. It was reported that the blood leak occurred when the venous chamber became unscrewed from the combi set. The combi set was not dropped at all prior to use, and there were no defects noted on the device during set up. The machine, a fresenius 2008t machine alarmed with an air alarm, as the nurse was rinsing the blood back into the patient. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient did not complete their treatment on the day of the reported event. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a blood leak occurred with the combi set bloodlines towards the end of the patient¿s hemodialysis (hd) treatment. It was reported that the blood leak occurred when the venous chamber became unscrewed from the combi set. The combi set was not dropped at all prior to use, and there were no defects noted on the device during set up. The machine, a fresenius 2008t machine alarmed with an air alarm, as the nurse was rinsing the blood back into the patient. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient did not complete their treatment on the day of the reported event. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.